Event description:
On july 10, 2008 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra 2 meter would change the calibration code number automatically, and was giving inaccurate readings. The technical svc rep (tsr) contacted the pt to obtain and verify info; however, was unable to reach him by telephone. A letter was mailed requesting the pt contact customer svc. The pt claimed that since the previous month, the reported meter switched the calibration code number setting from '17' to '30' three or four times, without his intervention. On three days prior to original date at 8:00 am, the pt reportedly obtained the blood glucose reading of 7.2 mmol/l (130 mg/dl) on the reported meter. At that time, the pt was experiencing the symptoms of hunger, 'feeling cold', 'wandering about' and was 'out of it'. The pt administered self-treatment by consuming food, and felt better afterwards. The pt did not seek medical attn. Following this event, the pt noted that the reported meter was set to the incorrect calibration code number. It would have been helpful to determine if the pt woke up symptomatic on the day of the event, if he had taken any food or medications prior to the meter reading of 7.2 mmol/l, his medication regimen, if the pt adjusts his medication doses based on meter readings, his expected blood glucose readings, his testing frequency, and his meter readings from the day prior to the event. During the troubleshooting telephone call, the tsr talked the pt through resetting the meter to the correct calibration code number for the test strips in use; the issue was resolved with pt education. The meter and test strips were replaced. The pt alleged he became hypoglycemic while using the lfs prod. The pt rec'd treatment with food to resolved his symptoms suggestive of hypoglycemia; the meter reading of 7.2 mmol did not correlate with the pt's symptoms or treatment. As there is no info regarding the pt's diabetes medication regimen or timings of the meter results prior to the injury, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject prods for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.